Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established. This conclusion code is based on the available information and the record review conducted at the boston scientific site. Based on the limited available information it cannot be assessed at this time what may have contributed to the reported issue and the cause cannot be established. A review of the product record did not identify any issues during the manufacturing of the finished goods batch which may have contributed to the event. One possible explanation is that unintentionally excessive force was applied to the device while removing the mandrel and stent protector leading to the stent dislodgement, but this cannot be confirmed.

Event description:
It was reported that stent dislodgement occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. A 2.50 x 20mm synergy xd drug-eluting stent was selected for treatment. During preparation, when the stent was loaded onto the wire, the stent separated from the balloon without the balloon being inflated. The stent was not inserted into the body. Another synergy stent was used to complete the procedure successfully. There were no patient complications, and the patient fully recovered.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that stent dislodgement occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. A 2.50 x 20 mm synergy xd drug-eluting stent was selected for treatment. During preparation, when the stent was loaded onto the wire, the stent separated from the balloon without the balloon being inflated. The stent was not inserted into the body. Another synergy stent was used to complete the procedure successfully. There were no patient complications, and the patient fully recovered.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established. This conclusion code is based on the available information and the record review conducted at the boston scientific site. Based on the limited available information it cannot be assessed at this time what may have contributed to the reported issue and the cause cannot be established. A review of the product record did not identify any issues during the manufacturing of the finished goods batch which may have contributed to the event. One possible explanation is that unintentionally excessive force was applied to the device while removing the mandrel and stent protector leading to the stent dislodgement, but this cannot be confirmed.

Event description:
It was reported that stent dislodgement occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. A 2.50 x 20mm synergy xd drug-eluting stent was selected for treatment. During preparation, when the stent was loaded onto the wire, the stent separated from the balloon without the balloon being inflated. The stent was not inserted into the body. Another synergy stent was used to complete the procedure successfully. There were no patient complications, and the patient fully recovered. It was further reported that the stent protector was removed first during unpacking and there was no resistance encountered during removal.